Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer display stopped showing an image suddenly. It was confirmed that the fan was also noisy. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display stopped showing an image suddenly. The fan was also noisy. The programmer was returned for service. No patient complications have been reported as a result of this event.